Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (128-fxxx) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/13/2017 with the following findings: black box shows no evidence of short battery life, multiple ¿(B)(4)¿ alarms are observed on (B)(6) 2016. Secondary error code (B)(4) is defined as a post-delivery motor power supply fault. The battery compartment is cracked from threads down to the case seal on the side. Returned battery cap is able to fit. Ez-prime¿ steps were performed correctly, all current reading are within specifications. Unable to duplicate ¿cs128-fxxx¿ complaint. Pump¿s cover was removed; no intermittent condition was found to the power pcb or to the cgm module.